Manufacturer narrative:
The investigation for the product damage has been completed. The pump was returned for evaluation. Upon visual inspection, a cannula kink was observed near outlet. No biomaterial observed. No broken blade found. Data logs were reviewed and found suctions occurred. Drop in flow observed after impella insertion which confirms cannula kink that obstructed the flow. The root cause of the low pump flow issue was cannula kink due to improper technique. Added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that there was a cannula kink. After successfully placing the impella cp during active cardiopulmonary resuscitation, the impella cannula could be seen with a kink along with low flows. Several unsuccessful attempts were made to reposition the pump. Ultimately, the doctor decided to remove the pump and replace it with a new impella cp. The procedure outcome was successful with the other device.